Manufacturer narrative:
The investigation of the case logs revealed for the misplaced implant there was a rotational shift in the merge for the registration accepted by the user. The pre-operative merge can be impacted by factors such as quality of the pre-operative CT, quality of the fluoroscopic images and unique patient anatomy. A registration with a shift that is accepted by the user can result in the misplacement of implants. The user acknowledges that they will perform an anatomical landmark check with each new instrument or level to ensure navigational integrity before proceeding with navigation. If the anatomical landmark check is inaccurate, the user can reregister via the "life-saver" or "bail out" button. The observed overall risk level low, which does not exceed the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed.